Event description:
The patient is reportedly experiencing overly loud stimulation. Testing of the device showed that it is functioning. Surgery to explant the patient's device has been discussed. Advanced bionics is in the process of gathering more information, once more information becomes available a supplemental report will be submitted.